Event description:
This unsolicited case from united states was received on (b)(9) 2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency legs were just getting worse/dragging my right leg now/got worse and my legs weren't right, knees are getting worse/they may be infected, there was a lot of 'junk' with it, needed to stop working, left leg is still in pain, afraid to bend my knee/it seems like it is going to jump out or dislocate, it has just jumped out of place and it pops out, there was redness, a lot of pain/getting worse and my knee really started hurting, knee was hot and warm, knee was stiff and haven't had any relief (device ineffective). No concomitant medication or concurrent condition was provided. The patient had medical history of knee pain (pain was a 6/7) and pre-diabetes. The patient used to be of (B)(6) height. The patient had past treatment with synvisc one in the right knee (on 2013; that injection was better). The patient did not have any allergies to birds or eggs. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for arthritis into both the knees. For the procedure the patient was in the room and lying on side. The doctor walked out and came back with the syringe already prepared, ready and sprayed knee with something, and he injected something in there and then put the needle on it to put in the medication. When the doctor gave the shot, he gave it in right leg first and that was the leg (same technique for both knees) that was the worse. On an unknown date in 2017, the patient experienced a lot of pain and he thought that it was from arthritis. The patient didn't know that it was from the synvisc one shots. On an unknown date in 2017, after unknown latency, the patient's knee was hot and warm, there was redness and there was a lot of 'junk' with it. The patient did not have hot and warm knees before. The patient did not have fever. The patient did not 'take fever' afterwards so did not know. Since an unknown date in 2017, the patient was still in pain and knee was stiff. It was reported that the patient was already having some pain and after the shot, he was getting worse and knee really started hurting. It was reported that the patient needed to stop working. The patient worked as a teacher and had to get up and down a lot. It was reported that the patient was going to have the surgery for knee because he thought that the pain was from the arthritis and that it was time for the surgery. Since an unknown date in 2017, the patient's legs were just getting worse and was dragging right leg now. The patient wasn't doing this before. The patient had to use a cane. It was reported that the patient's left leg was still in pain but it was not to the point where he was dragging it like right leg. On an unknown date in 2017, after unknown latency, the patient was afraid to bend knee. It seemed like it was going to jump out or dislocate. It didn't get better after the shot. It was reported that the patient had not any relief. The patient was told to take ' paracetamol (tylenol) arthritis tablets' and not aleve. The patient was able to walk and do whatever he wanted to do before he went and got these shots and soon after getting the shots. About 2-3 days after getting these shots, the patient got worse and legs weren't right. I am dragging right leg and the left. The patient had pain but not as bad. It was reported that the patient could stand up for a minute or two and when he does, he had to rub knee and swing it to the side to get it to operate. It had just jumped out of place and it pops out. The patient heard a pop and did not know what was causing that. The patient's pain was now 10/10. On an unknown date in 2017, after unknown latency the patient's knees were getting worse and they might be infected (thought to be due to arthritis). The patient was given some medication that started with an 'n'. The patient could not take both the 'n' medication and the other one that they told him. The patient was well nourished and of good hygiene and health. It was reported that the patient never got a recalled product and never had an infection before. The patient had not seen doctor since getting this injected in either the middle or late november. The patient called the physician's office and a nurse told him to talk to the doctor on (B)(6) 2017. The patient called and they were closed. I have been in pain for a month. The patient was scheduled to go back in on the (B)(6) 2018. The patient had not seen the doctor. The patient did not think that he would be able to get into the doctor's office until (B)(6) 2017. Corrective treatment: have to use a cane for legs are just getting worse/dragging my right leg now/got worse and my legs weren't right; ' paracetamol (tylenol) arthritis tablets, left leg was still in pain, unspecified pain medication for a lot of pain/getting worse and my knee really started hurting; not reported for other events. Outcome: not recovered for legs were just getting worse/dragging my right leg now/got worse and my legs weren't right, knees are getting worse/they may be infected, there was a lot of 'junk' with it, needed to stop working, left leg is still in pain, afraid to bend my knee/it seems like it is going to jump out or dislocate, it has just jumped out of place and it pops out, there was redness, a lot of pain/getting worse and my knee really started hurting, knee was hot and warm, knee was stiff. A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: disability for legs are just getting worse/dragging my right leg now/got worse and my legs weren't right; important medical event for knees are getting worse/they may be infected; pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a male patient who has received synvisc one injection and his legs are just getting worse/dragging my right leg now/got worse and my legs weren't right and his knees are getting worse/they may be infected. The temporal gap between the device and the events is not significant enough to rule our complete causal relationship. However, patient's underlying condition might also be a contributing factor in the occurrence of events.

Event description:
This unsolicited case from united states was received on 26-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency legs were just getting worse/dragging my right leg now/got worse and my legs weren't right, knees are getting worse/they may be infected, there was a lot of 'junk' with it, needed to stop working, left leg is still in pain, afraid to bend my knee/it seems like it is going to jump out or dislocate, it has just jumped out of place and it pops out, there was redness, a lot of pain/getting worse and my knee really started hurting, knee was hot and warm, knee was stiff and haven't had any relief (device ineffective). No concomitant medication or concurrent condition was provided. The patient had medical history of knee pain (pain was a 6/7) and pre-diabetes. The patient used to be of 5'7" height. The patient had past treatment with synvisc one in the right knee (on 2013; that injection was better). The patient did not have any allergies to birds or eggs. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for arthritis into both the knees. For the procedure the patient was in the room and lying on side. The doctor walked out and came back with the syringe already prepared, ready and sprayed knee with something, and he injected something in there and then put the needle on it to put in the medication. When the doctor gave the shot, he gave it in right leg first and that was the leg (same technique for both knees) that was the worse. On an unknown date in 2017, the patient experienced a lot of pain and he thought that it was from arthritis. The patient didn't know that it was from the synvisc one shots. On an unknown date in 2017, after unknown latency, the patient's knee was hot and warm, there was redness and there was a lot of 'junk' with it. The patient did not have hot and warm knees before. The patient did not have fever. The patient did not 'take fever' afterwards so did not know. Since an unknown date in 2017, the patient was still in pain and knee was stiff. It was reported that the patient was already having some pain and after the shot, he was getting worse and knee really started hurting. It was reported that the patient needed to stop working. The patient worked as a teacher and had to get up and down a lot. It was reported that the patient was going to have the surgery for knee because he thought that the pain was from the arthritis and that it was time for the surgery. Since an unknown date in 2017, the patient's legs were just getting worse and was dragging right leg now. The patient wasn't doing this before. The patient had to use a cane. It was reported that the patient's left leg was still in pain but it was not to the point where he was dragging it like right leg. On an unknown date in 2017, after unknown latency, the patient was afraid to bend knee. It seemed like it was going to jump out or dislocate. It didn't get better after the shot. It was reported that the patient had not any relief. The patient was told to take ' paracetamol (tylenol) arthritis tablets' and not alleve. The patient was able to walk and do whatever he wanted to do before he went and got these shots and soon after getting the shots. About 2-3 days after getting these shots, the patient got worse and legs weren't right. I am dragging right leg and the left. The patient had pain but not as bad. It was reported that the patient could stand up for a minute or two and when he does, he had to rub knee and swing it to the side to get it to operate. It had just jumped out of place and it pops out. The patient heard a pop and did not know what was causing that. The patient's pain was now 10/10. On an unknown date in 2017, after unknown latency the patient's knees were getting worse and they might be infected (thought to be due to arthritis). The patient was given some medication that started with an 'n'. The patient could not take both the 'n' medication and the other one that they told him. The patient was well nourished and of good hygiene and health. It was reported that the patient never got a recalled product and never had an infection before. The patient had not seen doctor since getting this injected in either the middle or late november. The patient called the physician's office and a nurse told him to talk to the doctor on (B)(6) 2017. The patient called and they were closed. I have been in pain for a month. The patient was scheduled to go back in on the (B)(6) 2018. The patient had not seen the doctor. The patient did not think that he would be able to get into the doctor's office until (B)(6) 2017. Corrective treatment: have to use a cane for legs are just getting worse/dragging my right leg now/got worse and my legs weren't right; ' paracetamol (tylenol) arthritis tablets, left leg was still in pain, unspecified pain medication for a lot of pain/getting worse and my knee really started hurting; not reported for other events. Outcome: not recovered for legs were just getting worse/dragging my right leg now/got worse and my legs weren't right, knees are getting worse/they may be infected, there was a lot of 'junk' with it, needed to stop working, left leg is still in pain, afraid to bend my knee/it seems like it is going to jump out or dislocate, it has just jumped out of place and it pops out, there was redness, a lot of pain/getting worse and my knee really started hurting, knee was hot and warm, knee was stiff. A global pharmaceutical technical complaint (ptc) was initiated with ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for legs are just getting worse/dragging my right leg now/got worse and my legs weren't right; important medical event for knees are getting worse/they may be infected additional information was received on 11-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 11-jan-2018: follow up information received, does not change previous case assessment. This case concerns a male patient who has received synvisc one injection and his legs are just getting worse/dragging my right leg now/got worse and my legs weren't right and his knees are getting worse/they may be infected. The temporal gap between the device and the events is not significant enough to rule out complete causal relationship. However, patient's underlying condition might also be a contributing factor in the occurrence of events.